Manufacturer narrative:
Product event summary: analysis found the battery flex tap was corroded and the battery contacts were contaminated. It was noted the device was stick.

Event description:
It was reported the external pulse generator (epg) was very bad inside and didn't start. The epg was returned for service. There was no patient involvement.